Manufacturer narrative:
We received one 12tlw804f with the inflation extension tube cut at 2.5cm from the proximal end of the backform. The gate valve was not returned. The report of balloon issue was confirmed. The inflation lumen was found to be occluded by an unknown, greyish, gel-like liquid. The thru-lumen was found to be patent and did not leak. The catheter body was free of kinks or indentations. The balloon and the windings appeared to be in good condition. An investigation has been initiated to evaluate the unknown, greyish, gel-like liquid. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use the balloon could not be deflated. No patient injury. Inquired of patient demographics, but unable to obtain.